Event description:
The pt was complaining of pain and the surgeon determined that the stem had become loose. The bone and the cement did not adhere to one another which caused the stem to loosen. This is the pts 4th revision surgery due to complicated medical history. Ref. MFR #3005180920-2014-00065.